Event description:
The customer reported elevated, non-reproducible troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. The customer stated the elevated result was not released out of the laboratory. There was no patient impact associated with this event. Subsequent testing of the patient's sample, on the same instrument, generated lower results within the normal reference range. The patient's sample was collected in a greiner lithium heparin tube without gel and centrifuged at 2,200 rpm (rotations per minute) for ten minutes, at ambient temperature. No sample integrity issues were reported. The customer stated quality control (qc) had been within specifications. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.